Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a lesion was found in the mid left anterior descending artery which was mildly calcified. The lesion was a chronic total occlusion. Several attempts were made to cross using multiple wires unsuccessfully. Eventually, this wire crossed. Under fluoroscopy it appeared that the tip angle was not correct, so the guide wire was removed and the tip was reshaped. The wire was then readvanced to the lesion, but it was left that the guide wire acted strangely. Upon removal from the body it was noticed that the wire tip had stretched. There was no pt injury reported. No further info was reported. This event is being reported based on investigative analysis.